Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient said she feels like it has just turned off she is shaking so bad. Patient said when she presses the orange button it shows call healthcare provider and elective replacement indicator (eri). Patient said she was shaking so bad she could not press the buttons. The patient was worked with to clear the eri and stim was off/ok. Worked with patient to turn stim back on. Patient confirmed on/eri and after a few minutes, her shaking had gotten better it was down to a minimum but she still shakes. Troubleshooting resolved the issue. No further complications were reported or anticipated with this event.